Event description:
It was reported that the patient was experiencing ¿a lot more pain¿.

Event description:
It was reported that when the pump was replaced in 2010, the health care provider (hcp) found that 'the tube wasn't connected'. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # j11028r14, implanted: (B)(6) 2002, product type catheter.